Event description:
During an atrial fibrillation (afib) procedure, it was reported that while mapping the left atrium, the patient became hypotensive. The hypotension was treated with medication and ablation was started. The patient became hypotensive again. Echocardiography showed a pericardial effusion. The procedure was stopped and catheters were withdrawn and anti-coagulation was reversed. A pericardiocentesis was performed and more than 800 cubic centimeters of fluid was removed from the pericardial space. The patient was not stable and therefore, transferred to surgery. On (B)(4), received additional information requested from bwi representative stating that the patient was in for a repeat afib procedure, the physician achieved transseptal across two separate sheaths. The physician¿s opinion regarding the causality of this event is a procedure related, possibly due to the transseptal puncture performed. Before the event, the physician had difficulty to execute it. The prognosis for the patient is a full recovery, believed it was a good surgery and able to repair.

Manufacturer narrative:
(B)(4). During an atrial fibrillation (afib) procedure, it was reported that while mapping the left atrium the patient became hypotensive. The hypotension was treated with medication and ablation was started. The patient became hypotensive again. Echocardiography showed a pericardial effusion. The procedure was stopped and catheters were withdrawn and anti-coagulation was reversed. A pericardiocentesis was performed and more than 800 cubic centimeters of fluid was removed from the pericardial space. The patient was not stable and therefore, transferred to surgery. Upon receipt, the catheter was visually inspected and found that the tip was cut off. This condition was not originally reported by the customer. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. It remains unknown how the tip was cut off. Due to the returned conditions of the catheter, no further testing could be performed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The root cause of the pericardial effusion remains unknown due to the returned conditions of the catheter. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Concomitant bwi products: carto 3 system, us catalog # fg540000, serial # (B)(4). Stockert 70 system, us catalog # s7001, serial # (B)(4). Cool flow pump, us catalog # cfp002, serial # (B)(4). Lasso nav variable eco, us catalog # d134301, lot # 15932875l. (B)(4).